Event description:
During follow-up, the left ventricular (lv) lead was noted to be dislodged. The lv lead was explanted and replaced with a non-abbott lead and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual examination revealed no anomalies and the s-curve height was measured within specification. The reported event of lead dislodgement was not confirmed.